Manufacturer narrative:
Device will not be returned.

Event description:
Customer's mother reported infusion set cannulas have leaked insulin during use. No adverse event was reported. The alleged product was discarded and is not available to return for evaluation.